Event description:
On (B) (6) 2010, patient reported she had an episode of hyperglycemia that occurred about a week ago. Patient stated, her doctor connected her to a continuous blood glucose monitor to determine the reason for the elevated readings. Patient reported her doctor stated, her blood glucose "look good except for a couple of days." Patient stated, her blood glucose has been running very high especially after meals. Patient reported she has recently gained weight and the reason for the elevated blood glucose could be caused by the foods she has been eating; but other times she is not sure. Patient stated, her blood glucose readings have been 428 mg/dl and others were in the 200-389 mg/dl range. Patient reported a blood glucose reading of 200 mg/dl this morning, patient stated, she received an e4 (occlusion) error this morning which is why she had an elevated blood glucose this morning. Patient reported the occlusion occurred while the infusion device was delivering her hourly basal rate; she cleared the occlusion by pressing and confirming the error and placed the infusion device back into the run mode. Patient stated, she did not change any accessories and the infusion device returned to normal operation. Patient reported she received a cartridge low alert on (B) (6) 2010, prior to going to bed but did not change the cartridge because she knew she had enough insulin to last her throughout the night. Patient currently has 6 units of insulin left in the cartridge during the call. Patient reported getting her infusion tubing caught on her bra causing it to become disconnected and another time she pulled on the tubing trying to get her underwear down which caused it to become disconnected; she reconnected the infusion tubing immediately. Product was replaced and requested return of the suspect product for evaluation.